Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the screen was darkened and hard to read. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer states that they received unexplained random no delivery alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.

Manufacturer narrative:
Device received with scratched lcd display window noted. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, occlusion test and self test. No missing segment or anomaly noted during testing. (B)(4).